Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. However, as the necessary clinical information was not provided and the device was not returned, the root cause of the low flow was unable to be determined as no product or logs were provided. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. While on support, there were low flows and suction. The pump was removed, and support proceeded with an intra-aortic balloon pump and pressers/inotropes.